Manufacturer narrative:
(B) (4) (restlessness).

Event description:
It was reported that the pt experienced feeling like they were overdosed. The pt was also on other oral medications like percocet. The pt felt restless and weak. The plan was to empty the pump and possibly explant. No pt outcome was reported. The drug contained in the pump was not reported. Additional info has been requested, but was not available as of the date of this report.